Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced e-2 and e-5 error messages on level 75. The root cause of error messages is caused for defect electrode component ready to peel off.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 140mg/dl -150 mg/dl. The blood glucose testing is performed by the customer once daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer also reported getting error messages when performing blood glucose testing, actual error not provided. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 198 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): lo, (B)(6) 2016 11:57pm, fasting:yes. 155mg/dl, (B)(6) 2016 09:04pm, fasting:yes. 163mg/dl, (B)(6) 2016 11:11pm, fasting:yes. 146mg/dl, (B)(6) 2016 08:59pm, fasting:yes. 134mg/dl, (B)(6) 2016 12:51pm, fasting:yes. Adverse event not reported.